Event description:
It was reported on (B)(6) 2026 that a silent nite device was returned for a patient of dr. (B)(6) due to a blue hook that broke off in december. The patient had been wearing the upper part of the device after it broke. Additional information received stated that the event was reported to the office by the 41-year-old, female patient on 05/06/2026. The patient waited for her next appointment to report the broken device, which broke in (B)(6). The first remake did not fit so another device was made and that one fit perfectly. The device that broke was made in (B)(6), 2025. It is unknown if the patient was wearing the device when it broke but there was no injury or adverse outcome experienced by the patient and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).